Event description:
Advised scooter jerks and takes off in forward and reverse. Advised reverse is faster than forward. Advised throttle is backwards due to being polarized backwards. Wires are now exposed as well.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.